Event description:
During a primary tka the pin adapter was usable but not working as well as it should and needs to be replaced. No adverse consequences.

Manufacturer narrative:
The event was confirmed. Visual inspection: the ball seal spring (part no. 9000-8-423) inside the headless pin driver was found to be deformed. This obstructed the opening of the driver that accepts the pin. Dimensional inspection: not performed as the device was returned with damaged parts and would not meet dimensional specifications. Functional inspection: event confirmed. An unsuccessful attempt was made to assemble a headless pin (part no. 6541-4-062) into the returned device. The pin could not be assembled past the deformed ball seal spring. The investigation determined the likely root cause of the event to be user misuse. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During a primary tka the pin adapter was usable but not working as well as it should and needs to be replaced. No adverse consequences.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.